Manufacturer narrative:
Internal file number (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU) states: continue to advance the device in the vessel until brisk pulsatile flow of blood is evident from the marker lumen. Don not deploy the foot in the artery unless brisk pulsitale flow of blood is evident from the marker lumen. The reported patient effect of tissue damage is listed in the perclose proglide IFU as a known adverse event associated with use of suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an impella assisted stemi procedure. Reportedly, the proglide device was inserted into the patient anatomy and no blood flow was seen at the proglide marker lumen. The proglide device was difficult to insert and the proglide footplate was opened and closed to attempt to insert the proglide device. The proglide device was inserted into the patient anatomy. The portion of the proglide device outside of the patient anatomy was broken into multiple pieces. The proglide device could not be removed. A vascular surgeon did a cutdown to remove the device. The proglide device guide was broken off at the level of the footplate. All parts of the proglide device were removed. A vascular graft was placed with an opening and the impella assisted procedure was completed. Surgical suturing of the graft was used to achieve hemostasis. Two units of blood were given. There was a two hour clinically significant delay in the procedure. User facility medwatch report # (B)(4) was received with the following information: event description: "closure device failed and could not be removed. Part had to be surgically removed." No additional information was provided.